Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching 350 mg/dl. Customer stated they believe elevated bg levels are due to the pump correction factor needing to be adjusted. Tandem technical support guided the customer through adjusting the correction factor. Customer administered insulin via syringe to address elevated bg levels. At the time of the report, elevated bg levels had lowered to 266 mg/dl.